Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high threshold on the right ventricular lead was noted. This caused the pulse generator to deplete quickly. The device was explanted and replaced on (B)(6) 2018. There were no patient consequences.

Manufacturer narrative:
Manufacturing date added.